Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 2 months post transcatheter tricuspid valve replacement (ttvr) procedure with a 29 mm sapien 3 valve inside a non-edwards tricuspid ring, the valve presented with stenosis and central regurgitation. As a result, the patient underwent a valve in valve in ring procedure with a 29 mm sapien 3 ultra resilia valve. The procedure was successful with no complications noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h10 (provide narrative/data). Additional information was received via medical records revealing the patient initially had a non-edwards valve implanted in the tricuspid position. It had developed early degeneration and as a result, the patient underwent a valve in valve procedure with a 29 mm sapien 3 valve. The valve in valve procedure was successful. Approximately 3 years 2 months post transcatheter tricuspid valve replacement (ttvr) procedure, the patient underwent a successful valve in valve in valve procedure with a 29 mm sapien 3 ultra resilia valve implanted inside the 29 mm sapien 3 valve which was inside the non-edwards valve. There was no intravalvular or paravalvular regurgitation noted and the mean gradient was less than 1 mmhg. It was found that the patient underwent the valve in valve in valve procedure due to the 29 mm sapien 3 valve developing early degeneration with severe tricuspid regurgitation, moderate to severe tricuspid stenosis, thicken leaflets and motion restriction of these leaflets. An echocardiogram had been performed approximately 2 years 2 months post ttvr procedure which showed there was worsening prosthetic regurgitation. In addition, the prosthetic leaflets appear thickened with restriction motion. The valve apparatus appeared well-seated with no obvious thrombus or vegetation. A computed tomography (CT) scan had also been performed approximately 2 years 2 months post ttvr procedure which showed interval improvement in the hypoattenuating leaflet thickening of the prosthetic valve leaflets with mild residual component. There was no evidence of valve thrombus, but there were new findings of restricted motion of the anterior and posterior leaflets. The patient was noted to have a history of issues with endometriosis which has caused lung damage. The patient also had difficulties with prosthetic valve thrombosis while on eliquis and labile inr on warfarin. As a result, the patient currently remains on lovenox injections. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it states that the edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. It also states that it is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve. Additionally, device degeneration and structural valve deterioration are listed as potential risks associated with the use of the valve, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve degeneration/deterioration was confirmed based on review of the medical records. A review of the DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that tricuspid valve replacement using the sapien 3 with the commander delivery system was not an indicated use at the time of implant. Therefore, this case was an off-label operation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. As reported, "the patient underwent the valve in valve in valve procedure due to the 29 mm sapien 3 valve developing early degeneration with severe tricuspid regurgitation, moderate to severe tricuspid stenosis, thicken leaflets and motion restriction of these leaflets". In this case, the sapien 3 valve was not indicated for use for tricuspid valve replacement. This could lead to accelerated deterioration of the valve due to calcific degeneration. Furthermore, the patient had vast comorbidities (e.g. Hypertension, restrictive lung disease, and osteoporosis), which could increase the risk of valve calcification leading to early valve degeneration. As such, the available information suggests that patient factors (pre-existing comorbidities) and/or procedural factors (off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.